Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of a high p wave measurements and an abnormal increase in ventricular pacing threshold. An insulation defect was also noticed on the atrial lead (model 4269, serial 260626). This lead was also replaced. The device is involved in a product advisory.